Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein using the m.r.I. Ultra slimport at right chest wall. During pre-flushing of the implanted port, leakage was observed at the port base. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received bardport m.r.I. Ultra slimport implantable port. No anomalies were observed to the port stem with several components were returned for sample evaluation and one video was provided for review. Video show a physician connecting fluid filled syringe to the non-coring needle was inserted into the port base. Port functioning normally. Thy physician connecting to the other port, in which it is unclear that the fluid leak is from port stem or the port base. Visual, microscopic and functional evaluations were performed. An in house syringe with dye water was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port was patent to both infusion and aspiration without issue. No leaks were observed. Therefore, investigation is unconfirmed for the reported fluid leak issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein using the m.r.I. Ultra slimport at right chest wall. During pre-flushing of the implanted port, leakage was observed at the port base. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.